Event description:
It was reported that this right atrial (ra) lead exhibited a lead safety switch (lss) due to impedance measurements of greater than 3000 ohms. Additionally, noise, oversensing, inappropriate atrial tachy response (atr) episodes and a signal artifact monitor (sam) episode were observed. The lead was tested and had normal impedance measurements in unipolar configuration. Technical services (ts) discussed programming options and the device sensitivity was reprogrammed. No adverse patient effects were reported. The lead remains in service.